Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient reported seeing a recharger not found message. The following troubleshooting steps were performed; reset the recharger, . Patient mentioned the recharger was beeping when they put it on the dock last night. The troubleshooting steps that were taken on the call resolved the issue.. Patient also reported that   the device in their back has been "shocking" them lately. Patient said they feel the shocking at the ins site. Patient said they told the hcp and the hcp adjusted the settings. Reviewed when finished charging could decrease stim. Agent did not ask about the circumstances that led to the reported issue.  No further complications were reported/anticipated at this time.